Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is currently undergoing evaluation. Once the investigation has been completed or additional information is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating "gear came off of device." It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.